Event description:
It was reported that the tip of the reline mas final lock screw driver was fractured when the surgeon used it for final tightening. The surgeon could not remove the fragment from the lock screw and remains in the body. There was no other adverse patient consequences reported.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.